Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly in (B)(6) 2021 the user complained that her hearing performance with the device had changed. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In december 2021 the user complained that the hearing performance with the device had changed. The user has been reimplanted. The explanted device will be sent by the clinic for investigation in 4/6 months.

Event description:
In december 2021 the user complained that the hearing performance with the device had changed. Re-implantation is considered, but no further information has been made available.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.